Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and neoplasm malignant ('cancer') in an adult female patient who had essure (batch no. B11728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy nos"), psoriasis ("psoriasis and eczema :autoimmune diagnosed"), eczema ("psoriasis and eczema :autoimmune diagnosed"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nausea ("nausea"), headache ("headaches"), bladder prolapse ("prolapsed bladder and rectal") and rectal prolapse ("prolapsed rectal") and was found to have neoplasm malignant (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy, culdoplasty). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia and metrorrhagia had resolved and the neoplasm malignant, hypersensitivity, psoriasis, eczema, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, headache, bladder prolapse and rectal prolapse outcome was unknown. The reporter considered alopecia, bladder disorder, bladder prolapse, cystitis, eczema, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, neoplasm malignant, psoriasis, psychological trauma, rectal prolapse, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), allergy, autoimmune diagnosed: psoriasis and eczema, psychological injury, bladder problems., urinary problems., bladder infection, uti, vaginal infection, vaginal discharge, other, fatigue, gi conditions, hair loss, hormonal changes, nausea, headaches, cancer, other, prolapsed bladder and rectal. Discrepancy noted in essure insertion date: (B)(6) 2013. Trailing coils: right-4, left-5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: post essure placement without evidence of fallopian tube patency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: medical record received. Lot number, reporters information, lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and neoplasm malignant ('cancer') in an adult female patient who had essure (batch no. B11728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy nos"), psoriasis ("psoriasis and eczema :autoimmune diagnosed"), eczema ("psoriasis and eczema :autoimmune diagnosed"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nausea ("nausea"), headache ("headaches"), bladder prolapse ("prolapsed bladder and rectal") and rectal prolapse ("prolapsed rectal") and was found to have neoplasm malignant (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy, culdoplasty). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia and metrorrhagia had resolved and the neoplasm malignant, hypersensitivity, psoriasis, eczema, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, headache, bladder prolapse and rectal prolapse outcome was unknown. The reporter considered alopecia, bladder disorder, bladder prolapse, cystitis, eczema, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, neoplasm malignant, psoriasis, psychological trauma, rectal prolapse, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), allergy, autoimmune diagnosed: psoriasis and eczema, psychological injury, bladder problems., urinary problems., bladder infection, uti, vaginal infection, vaginal discharge, other, fatigue, gi conditions, hair loss, hormonal changes, nausea, headaches, cancer, other, prolapsed bladder and rectal. Discrepancy noted in essure insertion date: (B)(6) 2013 trailing coils: right-4, left-5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: post essure placement without evidence of fallopian tube patency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy nos"), psoriasis ("psoriasis and eczema :autoimmune diagnosed"), eczema ("psoriasis and eczema :autoimmune diagnosed"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nausea ("nausea"), headache ("headaches"), bladder prolapse ("prolapsed bladder and rectal") and rectal prolapse ("prolapsed rectal") and was found to have neoplasm malignant (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia and metrorrhagia had resolved and the neoplasm malignant, hypersensitivity, psoriasis, eczema, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, headache, bladder prolapse and rectal prolapse outcome was unknown. The reporter considered alopecia, bladder disorder, bladder prolapse, cystitis, eczema, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, neoplasm malignant, psoriasis, psychological trauma, rectal prolapse, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), allergy, autoimmune diagnosed: psoriasis and eczema, psychological injury, bladder problems., urinary problems., bladder infection, uti, vaginal infection, vaginal discharge, other, fatigue, gi conditions, hair loss, hormonal changes, nausea, headaches, cancer, other, prolapsed bladder and rectal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported event "injury" was updated to "menorrhagia (heavy menstrual bleeding)", events- "menorrhagia (bleeding b/w periods), allergy, autoimmune diagnosed: psoriasis and eczema, psychological injury, bladder problems., urinary problems., bladder infection, uti, vaginal infection, vaginal discharge, other, fatigue, gi conditions, hair loss, hormonal changes, nausea, headaches, cancer, other: prolapsed bladder and rectal" added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.